Event description:
It was reported to ge that while setting up the table, the table tilted from 20 degrees trendelenberg to 90 degrees of tilt without command from the operator. No pt was on the table.